Event description:
During a venogram and thrombolysis procedure, this angioplasty balloon catheter was placed in the left iliac vein. As the balloon was inflated to 12 atm, the balloon ruptured and dislodged from shaft of the balloon catheter (the balloon usage allows up to 14atms of rated burst pressure. The balloon was only inflated to 12 atms at time of balloon rupture). The balloon catheter shaft was immediately removed from the pt, and inspected for damage. At this time it was noted by the physician and scrub tech that the balloon material was not intact and they determined 2 hours were spent attempting to locate the broken material during the angiography before the physician ended the procedure and transferred pt to ICU until further testing could be done to evaluate how best to retrieve the foreign body.